Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device powered off which was not reproduced during evaluation. The reported problem 'keeps turning off' was evidenced in the event history log as 'improper shutdown" messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept turning off. There was no patient involvement. No additional information is available.